Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the display is missing a segment in the bpm area. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using lab stock batteries. When powered on the device was able to obtain readings and alarm alert conditions were fully functional. One led segment does not light up. Internal inspection showed the d1 component on the instrument board is defective causing the failed segment. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing a segment in the bpm area. No patient impact or consequences were reported.